Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where it was reported there was a separation at the joint between the hard plastic of the screw cap and the soft plastic of the tubing. The two parts were supposed to be securely fixed together, but they separated as soon as the nurse tried to unscrew the premedication, and this happened without the nurse applying any force on it. This caused a leakage of the premedication liquid (there was no chemotherapy). The tubing and the device were changed in order to put the chemotherapies in security. There were no clinical consequences for the patient nor for the healthcare staff. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
Investigation summary received one (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #011-h3393, 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp; lot #14051971. One (1) used. List #unknown, yellow extension tubing with spike; lot #unknown. One (1) used. List #unknown, fresenius kabi glucose fresenius 5% 250 ml intravenous bag with docetaxel; lot #13tlf111. One (1) used. List #unknown, extension tubing with spike; lot #unknown. One (1) used. List #unknown, chlorure de sodium fresenius 0,9 p. Cent 50 ml intravenous bag; lot #13tms141. One check valve was observed to be disconnected from the tree. The reported complaint of a separation could be confirmed. The returned sample was observed to have a check valve disconnected from the tree. The probable cause of the disconnection is from insufficient solvent coverage during assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.